Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was leaking from the reservoir. The customer reported that the insulin was not leaking passed both o-rings. The customer reported that there were something stuck in the reservoir and in the reservoir compartment as well. The customer's blood glucose was 141 mg/dl at the time of incident. The customer's blood glucose was 145 mg/dl at the time of call. The customer stated that the insulin leaked all over the bed and the reservoir was emptied. The reservoir will be returned for analysis.